Event description:
The customer reported via phone call that he had a flash flood and noticed that water and moisture were on the screen when they got the device. Customer's blood glucose was 180 mg/dl. Customer stated that the pump was submerged and there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump has minor scratches on the lcd window.